Event description:
It was reported there will be a revision surgery to remove and replace the implant.

Manufacturer narrative:
The reported event could be confirmed as the surgeon identified the microorganism that caused this event. The surgeon removed the tmj devices, took a few samples, and sent them to the lab, confirming staphylococcus infection growth. In conclusion, the device was sterilized before shipping, and no abnormality in the sterilization process was reported. The device was shipped without any issues. Thus, the cause of this event is unrelated to the implant. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.

Event description:
It was reported there will be a revision surgery to remove and replace the implant.